Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿chin¿ with juvéderm® volux¿. The patient was concomitantly injected with 6 units of botox® in the chin. Three days after the patient ¿developed what appeared to be an abscess on the right side of their chin that started to become painful, warm and swollen.¿ the patient was treated with IV antibiotics. The patient concomitantly takes ¿biologics¿ for an autoimmune disease. Events are ongoing.